Manufacturer narrative:
Photographs were provided by the customer for evaluation. The complaint kit was not returned. Review of the provided photographs verify the centrifuge bowl broke as blood splatter is visible on the centrifuge chamber walls, and the centrifuge bowl is no longer secured in the bowl holder. The centrifuge bowl is not visible in the provided photographs. A material trace of the bowl assembly and its components used to build lot j380 found no related non-conformances. A device history record review did not identify any related non-conformances, deviations or equipment maintenance events. This kit lot had passed all lot release testing. The root cause for the centrifuge bowl break could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). P.t.: (B)(6) 2021.

Manufacturer narrative:
Photographs and the smart card data were returned for evaluation. The complaint kit was not returned. Review of the data recorded on the smart card verified the treatment proceeded through the purging air phase of the procedure. The data showed an alarm #7: blood leak? (Centrifuge chamber) occurred, followed by an alarm #18: system pressure alarm after approximately 232 ml of whole blood had been processed. Evaluation of the provided photographs verify the centrifuge bowl broke as blood splatter is seen in the centrifuge chamber and the centrifuge bowl is no longer secured in the bowl holder. A material trace of the bowl assembly and its components used to build lot j380 found no related non-conformances. A device history record review did not identify any related non-conformances, deviations or equipment maintenance events. This kit lot had passed all lot release testing. The reported centrifuge bowl break is verified based on the provided photographs; however, a root cause for the centrifuge bowl break could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). (B)(6) 12-oct-2021.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot j380 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot j380 shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned photographs is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4). 29-jun-2021.

Event description:
The customer contacted mallinckrodt to report they experienced a centrifuge bowl leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they were less than 5 minutes into the procedure when the centrifuge bowl broke. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The customer returned photographs for investigation.